Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device evaluated by manufacturer? Not returned.

Event description:
It was reported that the patient's left knee was revised due to a malpositioned tibial baseplate. Surgeon reported the tibia was in valgus. Patient's tibia was re-cut and a size 3 primary baseplate and 3x9 cr insert were revised to a size 3 baseplate with a 3x14 insert. Rep confirmed there are no allegations against the revised insert.